Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/13/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient four days post procedure suffered dyspnea requiring medication. On (B)(6) 2016, the patient underwent a teva dream hf protocol (c41750-31000) procedure with a nogastar catheter. There were no issues reported with this catheter. On (B)(6) 2016, the patient was discharged home. On (B)(6) 2016, the patient was admitted to the hospital with the complaint of shortness of breath. Troponin was elevated and thought to be related to the teva procedure, rather than a new event. Medical intervention was intravenous diuretics. The patient was reported to be in stable condition. The patient required extended hospitalization as a result of this adverse event. The patient outcome was fully recovered with no residual effects. On (B)(6) 2016, the patient was discharged home. The physician did not provide a causality opinion. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The carto, deflection and electrical tests were performed and the catheter passed all specifications. No error was found. The catheter is working properly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. No error found. The catheter is working properly.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient four days post procedure suffered dyspnea requiring medication. On (B)(6) 2016, the patient underwent a teva dream hf protocol (c41750-31000) procedure with a nogastar catheter. There were no issues reported with this catheter. On (B)(6) 2016, the patient was discharged home. On (B)(6) 2016, the patient was admitted to the hospital with the complaint of shortness of breath. Troponin was elevated and thought to be related to the teva procedure, rather than a new event. Medical intervention was intravenous diuretics. The patient was reported to be in stable condition. The patient required extended hospitalization as a result of this adverse event. The patient outcome was fully recovered with no residual effects. On (B)(6) 2016, the patient was discharged home. The physician did not provide a causality opinion. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.